Manufacturer narrative:
Results: one of the psr3d struts was fractured at the attachment tip. The distal portion of the psr3d delivery wire was misshaped. The psr3d stent cage was undamaged. Conclusions: evaluation of the returned psr3d revealed one of the struts was fractured distal to the attachment tip. This damage is likely a result of forcefully retracting the device against resistance. If one of the struts becomes fractured and is subsequently attempted to be retracted, the psr3d may not resheath into the ace64. This was likely the resistance experienced by the physician during the procedure. The shape on the distal end of the psr3d wire was likely a result of being used in the anatomy of the patient¿s mca. Penumbra system 3d revascularization devices are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system 3d revascularization device (psr3d). During the procedure, the physician made three successful passes with the psr3d and a velocity delivery microcatheter (velocity) using a penumbra system ace 64 reperfusion catheter (ace64). On the fourth pass, the physician felt resistance as they were retracting and decided to pull out the psr3d, velocity, and the ace64 all together. After the psr3d was cleaned, the hospital staff noticed that a tine on the proximal end of the psr3d was dislocated, but not broken off. The procedure was completed using a new psr3d and the same velocity and ace64. There was no report of an adverse effect to the patient.